Event description:
It was reported that the ilet user misunderstood the meal announcement feature and had been announcing every meal as ¿less,¿ prompting a call for education and a follow-up review. No reported adverse clinical effects. Outcomes included user troubleshooting and education, with guidance that meal announcements should reflect the user¿s usual meal size, even if lower carbohydrate, and completion of a follow-up review. Investigation included customer service review and user coaching on correct meal announcement use. Investigation of this case revealed user misunderstanding of instructions for use, with the device functioning as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device features and labeling comprehension.